Event description:
It was reported that a dissection occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The lesion was predilated with a 3.00 x 12 mm non-compliant balloon. A 20 x 3.50 mm promus premier drug-eluting stent (des) was advanced and deployed at 16 atm for 10 seconds. However, following deployment, a tope b flow limiting dissection, caused by vulnerable plaque, was observed at the distal edge of the stent. This dissection was addressed by deploying a 2.75 x 12 mm promus premier des to cover the affected area. No further complications were reported for the patient.